Event description:
Subsequent to the initial MDR, additional information was received on 05/13/2026. It was reported that unspecified sensor issue occurred. Data was provided for investigation. It was found in connection with the reported allegation that on the alleged event date, 10/26/2025, there was no active sensor session on the dexcom g6 app. However, at 02:47 pm on )(B)(6) 2025, a new session was started on the app. At 04:51 pm, immediately following warmup, the first estimated glucose values were high (over 400 mg/dl), and the app delivered high alerts until 07:21 pm, escalating to 100% volume as the always sound feature was enabled. At 07:26 pm, the egvs returned withing range. No alerts were acknowledged during this time. The probable cause could not be determined. Data investigation could not confirm the allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. Please see related record (B)(4).

Event description:
It was reported that unspecified sensor issue occurred. The date of the event is an approximation. The customer stated she went "right back in" when she was released from the hospital after her initial hospitalization the first event is documented under (B)(6). She reported that this subsequent hospitalization was due to diabetic ketoacidosis (dka). No additional details were provided, as the patient declined to share further information regarding this event. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.